Event description:
Info received indicates when in brake, the casters would swivel when the bed was aggressively pushed or pulled side-to-side.

Manufacturer narrative:
The account's maintenance dept does not have a preventive maintenance program on the beds. The beds have not had preventive maintenance since their purchase. Hill-rom recommends a full preventive maintenance on the beds every six months. The tech replaced the worn casters to repair the bed.